Manufacturer narrative:
Correction: it was inadvertently stated on the initial medical device report (MDR) that the issue was documented in navigation tracking. This should actually state: documented in medtronic imaging software anomaly tracking database. A medtronic representative went to the site to test the equipment. The medtronic representative was not able to reproduce the reported issue. No further issues reported. The imaging system passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, the imaging system entered standalone mode without prompt from the user. The reported issue occurred when attempting to perform a 2d image acquisition. The reported issue occurred during a training session on a spine model. There was no patient present when this issue was identified. Restarting the imaging system resolved the reported issue. No additional information was provided.